Manufacturer narrative:
(B)(4). The manufacturing plant received the device involved in the incident. However, the evaluation has not been completed. Upon completion, the evaluation results will be provided in a follow-up report. A review of all records related to the manufacture of lot 06m001 has been requested, and will be provided in a follow-up report.

Event description:
The (B)(4) complaint coord for baxter (B)(4), reported an alleged over-infusion observed on an infusor device during patient infusion via epiural injection. The device was filled with 2ml. Of buprenorphine hydrochloride and 90ml of bupivacaine hydrochloride. The diluent used was not known. The total fill volume was 92ml. The expected duration of the infusion was 46 hours. The customer indicated that 92ml of the medication infused in 18.3 hours. The device was exposed to a temperature of 33.0 degrees celsius. The device was not used prior to the incident. The location of the infusor device relative to the flow restrictor was not known. A patient control module (pcm) was not used during the therapy. There were no reports of patient outcome, injury, or medical intervention associated with the reported condition.